Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The evaluation of the screwdriver revealed damage and a bent tip on the device. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The most likely cause of the reported failure is user error, including failing to inspect the driver before use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
It was reported that during a knee surgery the correct screwdriver shaft ar-1996cd-1 (lot: 47322444) was used but the device did not lock completely at the screws ar-4020c-08 (lot: 2x 15332832 and 1x 15360168) and the 3 screws broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same driver. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.